Event description:
It was reported that the patient had high impedance of >10,000 ohms on electrodes 8, 11, 12, 14, and 15. The patient noticed last week that their stimulation felt ¿odd,¿ and then it started to shock them. Two days ago, the patient had no stimulation at all. The patient experienced pain at their chronic pain site associated with this event. It was reported the patient was using electrodes 11 and 12 for programming. The manufacturer representative reprogrammed the patient using other electrodes, and the patient was receiving effective stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information was received indicating that the patient¿s lead had high impedances across the board. The patient lost coverage and the stimulation was not covering the correct side. The physician wanted to try and disconnect the faulty lead but leave it implanted in the body while sliding a newone in.

Event description:
Additional information was received on april 21st 2015 indicating that the patient was receiving effective therapy.